Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat bladder prolapse. It was reported that following insertion the patient experienced pain, bleeding, bladder prolapse and dyspareunia. It was reported that patient underwent mesh revision/removal in 2007 and 2009. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04742. The same patient is represented in each medwatch.

Event description:
It was reported that patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6) due to inflammation of genitourinary device (vaginal mesh). It was reported that patient concurrently underwent anterior colporrhaphy, vaginal extraperitoneal colpopexy, and diagnostic cystoscopy.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urge incontinence, nocturia, overactive bladder, urinary urgency and frequency. (B)(4) nocturia, overactive bladder.

Event description:
Details: it has been reported that following insertion the patient experienced urge incontinence, nocturia, overactive bladder, urinary urgency and frequency.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, infection and adhesions.